Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. The no image was due to a faulty cable. A crack was found on a focus ring and the rear cover labels were missing. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported an image problem with the device during use. No patient involvement or injury was reported. No additional information was provided despite multiple attempts were made.

Manufacturer narrative:
The investigation has been completed. A DHR review confirmed that there was no abnormality in manufacturing of the device. The root cause could not be identified. The investigation identified that the reported issue could have been caused by the handling of the user. The instructions for use state: ¿do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." The user facility reported additional information. The event occurred before a diagnostic procedure. The procedure was completed with a different camera head. There was no delay during the procedure or injuries reported.